Manufacturer narrative:
Patient¿s date of birth is an unknown date in (B)(6). This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery due to a broken proximal femoral nail antirotation nail (pfna) in the fracture height as seen on an x-ray. The patient was originally implanted with pfna 320x10x130°, a 115mm blade, and two (2) cables to treat a left multi fragment, subtrochanteric pathological femoral shaft fracture on (B)(6) 2018. On (B)(6) 2019, while the patient was attempting a performance, patient's left leg twisted. Thus, an explantation of the broken nail, resection of the proximal femoral part and implantation of a proximal femoral replacement and duo's head were performed. Patient status and surgical outcome are unknown. Concomitant devices: pfna blade (part: unknown, lot: unknown, quantity: 1), cable (part: unknown, lot: unknown, quantity: 2). This report is for an unknown pfna nail. This is report 1 of 1 for (B)(4).